Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to complete boot sequence. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the malfunction was duplicated. Evaluation of the device found that the language software on the main board had become corrupted. The language software was reinstalled to resolve the malfunction. It is not known how the software had become corrupted. The device was recertified and returned to the customer. No product was returned to zoll medical us. Analysis for reports of this type has not identified an increase in trend.